Manufacturer narrative:
Although requested, complaint sample was not available for return and evaluation. A review of the manufacturing records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A consumer reported experiencing irritation when wearing their daily wear contact lens. The consumer was diagnosed with uncomplicated acute uveitis in both eyes. There was confirmation of no macular edema or subretinal fluid. Retina was intact with no evidence of posterior inflammation. Patient was prescribed prednisolone acetate 1 drop 4 times a day and blink preservative free eye drops, one drop every morning in both eyes. The patient was also recommended to complete bloodwork to determine if there are any underlying systemic inflammatory conditions.